Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number. (B)(4).

Event description:
It was reported that a patient underwent a bariatric procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the needle popped off of the suture. A new suture was used to complete the case with no adverse patient consequences. No additional information was provided.